Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that this was a posterior fixation performed on an unknown date. When a pvp and a posterior fixation were performed, the stent of the vbs was retained in the body, and the guide wire was inserted after the cement was injected. During the screw insertion through the guide wire, the cement had already hardened over time, and the guide wire could not be removed smoothly. The surgery was completed successfully within 30 minutes surgical delay. The surgeon said that it was needed to be more careful in the future and proceed operation in cooperation with engineer. No further information is available.